Manufacturer narrative:
The device identified by the complaint information was received for evaluation 11 nov 2024 and was evaluated (B)(6) 2024. The laser fiber returned was determined to be broken, consistent with information received from the complainant. The laser fiber rfid tag revealed the device had been utilized by the complainant for 1370j of energy transmission. The usage of the fiber by the complainant prior to breakage observed, as well as the 100% inspection completed at dmta provide objective evidence the laser fiber was operating within specification prior to the breakage reported. It is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. It is acknowledged the customer claimed that the "bend" (break) was noted following resterilization, it is possible the handling if improper during this process contributed to a breakage of the laser fiber as reported. No patient or operator impact was reported with information received for this complaint. No defects or inconsistencies with the laser fiber returned were noted upon evaluation of the complaint sample.

Event description:
On (B)(6) 2024 dmta quality was contacted regarding a holmium laser fiber which was reported to have broken. No patient impact was reported as a result of the complaint experience. The customer stated regarding the complaint, "after cleaning the fiber once, the fiber was bent.".